Manufacturer narrative:
The user facility did not follow the cleaning process outlined in the instructions for use of revital-ox resert xl hld. The technician did not rinse or dry the probes after cleaning with sani-cloth plus germicidal disposable cloth wipes and before immersion into revital-ox resert xl hld solution. A steris account manager has instructed the facility to discontinue the use of sani-cloth plus germicidal disposable cloth wipes and implement use of valsure enzymatic cleaner, a steris product which is acceptable for use with revital-ox resert xl hld. Steris completed a full in-service training with the staff and management crew on (B)(6), 2012 on the proper use of the revital-ox resert xl hld, including appropriate rinsing procedures.

Event description:
The user facility reported a technician suffered a suspected allergic reaction to revital-ox resert xl hld. The technician had been using the revital-ox resert xl hld for 18 months disinfecting probes, but recently began experiencing tingling in her lips, after processing the probes in the revital-ox resert xl hld. The technician reportedly experienced a second episode where her lips were tingling and an itchy rash developed. A reported third episode occurred where she had tingling of her lips, an itchy rash and blisters in her mouth.